Manufacturer narrative:
(B)(4). Attempts to obtain additional information and for product return requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of six (6) months due to unknown reasons. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. No other details were provided.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. In this case, it was reported that this was a recurrent endocarditis. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The root cause of this event was due to patient related factors. The subject device is not available due to infection. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm pericardial aortic valve was explanted after an implant duration of six (6) months due to recurrent endocarditis. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. Per the medical records, the aortic valve had thickened leaflets. The bioprosthetic aortic valve was excised and the annulus was debrided. 12 sutures were placed and the 23mm aortic valve deployed. The sutures were secured with cor-knot device. A redo mvr was also performed with a non-edwards valve. Tee demonstrated good function of the valves, without any perivalvular leaks or gradients across the valves. Soon after weaning of bypass, the patient needed considerable amounts of inotropic support for his right ventricular failure and was decreased later. The patient was transferred to the cvicu in stable condition. On pod #1, the patient remained acidotic requiring bicarbonate drip as well as multiple individual boluses. His heart rate requires v- pacing for complete heart block. A dialysis line was placed for immediate dialysis; however, the machine was sensing that the patient had methylene blue and dialysis could not be done. It was decided that cwh was the best option for the patient. He is in hepato-renal failure. He was transfused 2 units prbc, 1 ffp and cryoprecipitate. He required inotropic support with epinephrine, dopamine, and norepinephrine. The patient was discharged to (B)(6) hospital in critical condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.